Event description:
"Motor release levers very loose, when driving, chair locks up throwing the patient out of the chair." No alleged injury.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model m41, serial number/date code (B)(4). The owner's manual part number 1143206 rev g was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Dealer alleges the motor release lever very loose and the chair locks up, throwing the end user from the chair.